Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead incurred physical damage on the conductor area. All attempts made to obtain additional information from the field were unsuccessful. This ra lead was explanted. No additional adverse patient effects were reported.